Event description:
It was reported that, "the pt was experiencing pain so they revised to a tka. The hospital will not release any further info, records, x-rays etc."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. No further info is available, although it has been requested. If add'l info becomes available, it will be submitted in a supplemental report.